Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had traces of ketones and treated with water. Customer treated high blood glucose levels with changing supplies and issue a correction bolus with the pump. Customer's current blood glucose value was not mention at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation and call back if issue continues. The product was not returned for analysis.